Event description:
It was not reported through a service report that the fowler will not stay at the intended angle. Additionally the brake light stays on constantly. No adverse consequence reported.

Manufacturer narrative:
Result: fowler assembly, brake indicator switch bracket, power cord strain relief bushing.